Event description:
Consumer is believed to have fallen asleep while using the heating pad and awoke to find her heating pad on fire and a burn to her shoulder which was diagnosed as a 2nd or 3rd degree burn.

Manufacturer narrative:
Consumer was sleeping while using the heating pad, which is a direct violation of the instructions and warnings provided. Consumer crushed the pad which is also a direction violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.